Event description:
According to the reporter: the duet green 4.8 reload failed to cut the length of the staple cartridge. The staples were not formed properly. A new reload was used to resect the poor staple line resulting in some tissue being removed from the pt.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.